Event description:
Customer called lfs in 2002 to report customer's fasttake meter was giving inaccurately high readings. The call was doucmented. Per "ccr's" notes in potential medical tab: "customer was getting ready to go to hospital when they called they also said they were advised over the phone to take their insulin by the hospital and then to come in. "Per casepoint questions: customer increased insulin and called hospital. Customer was given advice to take insulin. Unsure if customer took insulin two times.